Event description:
The device was used during an abdominal procedure. Reportedly, when the trigger was depressed the cartridge disengaged into pieces. The surgeon was able to retrieve the piece. No patient injury was reported.